Event description:
It was reported that during a device upgrade procedure, the right ventricular lead appeared twisted, possibly as a result of twiddlers syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.